Event description:
A medtronic representative reported that, while in a spine procedure, and after taking a second o-arm spin to confirm screw placement, the surgeon determined left t-8 was misplaced laterally and right l-2 was misplaced medially. The surgeon opted to abandon navigation to proceed. The surgeon re-positioned three screws adding approximately 15 minutes to the procedure. There was no specific measurement of inaccuracy reported. The remainder of the six screws were placed accurately. Noted was that all the pedicles were very, very small. The surgeon completed the procedure with the use of a c-arm.

Manufacturer narrative:
A medtronic representative, following-up at the site, determined the o-arm was not interfaced with navigation. Re-calibration of the o-arm wireless trackers with the navigation system was required to correct the 2mm inaccuracy that occurred during the procedure. (B)(4) 2014, a medtronic representative performed an imaging system check-out, all areas passed. Reported issue could not be replicated. System performed as intended.